Event description:
It was reported that pump battery depleted too quickly and issue had been occurring for some time, but caller did not provide specific dates or additional details. There was no reported impact to the customer¿s blood glucose level. Customer declined to discuss issue further, and technical support could not review recent battery activity because there were no device uploads for the relevant dates, so no further actions were documented.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 / 2.9.1 / ios_18.6.2.